Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit failed to automatically inflate. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) medical university. Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the issue. The customer has chosen not to repair the unit. If new information is provided this complaint will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.